Event description:
It was reported that tip detachment occurred. The patient presented with peripheral arterial disease. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified below-the-knee vessel with normal ejection fraction. A 300cm angled tip v-14 control wire guidewire was advanced. However, during the procedure, the tip of the guidewire broke and lodged inside the patient. The physician did not attempt to remove the detached tip as it was lodged in the very distal dorsal pedis, and the procedure was abandoned. No further complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Media inspection: the device was not returned; nevertheless, two pictures were attached. The first picture is possible to observe that the guidewire was bent at several parts; therefore, the second one is a fluoroscopy picture, and it possible to observe that a part of the guidewire was detached.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Two pictures were attached. The first picture is possible to observe that the guidewire was bent at several parts; therefore, the second one is a fluoroscopy picture, and it possible to observe that a part of the guidewire was detached. The device was returned, and it was observed that the distal section of the guidewire was bent/kinked. The distal tip was detached. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope was the distal tip was detached. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A2 - age at time of event: 18 years or older. Media inspection: the device was not returned; nevertheless, two pictures were attached. The first picture is possible to observe that the guidewire was bent at several parts; therefore, the second one is a fluoroscopy picture, and it possible to observe that a part of the guidewire was detached.

Event description:
It was reported that tip detachment occurred. The patient presented with peripheral arterial disease. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified below-the-knee vessel with normal ejection fraction. A 300cm angled tip v-14 control wire guidewire was advanced. However, during the procedure, the tip of the guidewire broke and lodged inside the patient. The physician did not attempt to remove the detached tip as it was lodged in the very distal dorsal pedis, and the procedure was abandoned. No further complications were reported, and the patient status was stable.